Manufacturer narrative:
Our quality engineer inspected the video submitted for evaluation. The reported issue of catheter broke/ separated after placement was confirmed upon inspection of the video. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Breakage of arterial cannula from the hub. The cannula broke from the hub and radiopaque strips were not seen to locate the cannula